Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station drawer was failed frequently and it was not detected on bus. The field service engineer cancelled the work order as, call assigned by mistake. Advised to reassigned it to local biomed team. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was constantly failing, the issue was recurring, and it was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.